Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "a", "b", and the front therapy electrode was pulled from the strain relief, damaging the cable connector j703 on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt

Event description:
A us distributor returned an electrode belt and reported that the ecgs were non-functional.